Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. "

Event description:
It was reported that 8 unspecified bd safetyglide needles had the following problems during use. Infection (1); dirty needle stick (1); leakage (1); foreign matter in device cannula / needle / syringe or any fluid path component (1); safety mechanism - difficult to engage (1); needle loose / pulled out of hub (1); blood exposure / splash (2). The following was reported by the initial reporter: "it was reported via post market survey that there were occurrences of clinician exposure to body fluid or blood (2), leakage (1), bloodstream infection (blood stream bacteraemia, sepsis etc.) (1), needlestick injury (after use on patient) (1), foreign matter in fluid path (1), safety mechanism difficult to activate (1), needle pulled out of hub (1), needles bent (2), and needle dull/blunt (1)."